Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code. The biomed stated to the baxter service facility that this pump was not involved in a patient incident this time or since last serviced by baxter.